Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a crack near the reservoir compartment, insulin had shot out of infusion set after priming and strange code had popped up the screen and had to take batteries out to restart. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.